Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was unable to be charged using multiple charging sources. Reportedly, the customer continued to use the pump with the remaining battery charge and then reverted to using insulin injections for insulin therapy. Blood glucose was 103 mg/dl.